Manufacturer narrative:
Product investigation evaluation: part 04.511.204.04c / unknown lot: inside the screw slots are visible damages, which occurred due to much mechanical force. No other damages are visible. The manufacturing documents for the screws could not be reviewed as the lot numbers are unknown. This damage could have occurred during the positioning of the screw if the angle was not correct when inserting into the plate. As no product fault could be detected, no further action required. Associated with k020087, k021642, k963546, and k980199. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an unknown surgical procedure the surgeon implanted a titanium matrix orthognathic split plate and five unknown matrix orthognathic screws. One screw went through the plate when the surgeon tried to affix the plate. Metallic shavings were also reportedly generated from one of the screws during the procedure. It is not known if the shavings where generated from the screw that went through the plate or were from a different screw. No patient harm was reported. This report is for five unknown matrix orthognathic screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. Event date/implant date is unknown. This report is for five unknown matrix orthognathic screws. Partial catalogue numbers and quantities were reported as follows: 04.511.204 (3 each) and 04.511.206 (2 each). Lot numbers were not reported. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.